Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s daughter) contacted lifescan (lfs) (B)(4), alleging that her onetouch verio 2 meter read inaccurately high in comparison to both the patient¿s feelings/normal results and another meter (hospital meter). The complaint was classified based on customer service representative (csr) documentation, information obtained following a review of the initial call by a senior csr and further information obtained during a follow-up call with the patient on september 21, 2018, conducted by customer service. The reporter advised the csr that on (B)(6) 2018, the patient¿s meter allegedly began to read inaccurately high. She explained that around 12.45pm the patient began to feel ¿unwell¿ and obtained a reading ¿between 200 and 300 mg/dl¿ on the subject meter compared to her feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter also stated that the patient obtained a reading of ¿158 mg/dl¿ on the subject meter at 12.50pm compared to a reading of ¿40 mg/dl¿ on a device at the emergency room at 1.45pm on the same day. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter stated that the patient manages her diabetes with doses of insulin (novomix; 46 units in morning and 28 units in evening). She advised that the patient increased her usual dose of insulin in response to the alleged issue and explained that on (B)(6) 2018, at an unspecified time after the alleged product issue started, the patient experienced symptoms of ¿fainted, sweating and delirium¿.the reporter stated that she called for paramedics and the patient was taken to the emergency room where she was hospitalised and treated by a healthcare professional (hcp) with ¿sugar¿, between 12.45pm and 1.00pm on (B)(6) 2018. At the time of troubleshooting, the csr confirmed that the correct unit of measure was used, and the patient had used an approved sample site to obtain the blood samples. The csr noted that the patient did not have any test strips and was therefore not able to confirm that they had been stored correctly and were within expiry. A replacement meter has been sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms that meet lfs¿ criteria for a serious injury reportable adverse event requiring medical intervention, after the meter allegedly displayed inaccurate high results and the patient had increased her insulin dose.